Event description:
It was reported that the patient experienced increased baseline spasticity. In (B)(6) 2012, the patient was in the hospital for a urinary tract infection and was nearing the low reservoir alarm. The attending hcp did not have privileges to refill her pump so they decreased dosage to increase the time until the low reservoir alarm would occur. An hcp then refilled the pump on (B)(6) 2012 and increased her dose some but not back to what it was prior to the uti. Later the patient was moved to an acute rehab facility and the hcp wanted to increase her dose again due to severe spasticity but the hcp did not have privileges there. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).